Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found drive valve group test failed. The fse replaced the drive valve group (0104-00-0031) and tested unit. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during the year-end inspection that cardiosave intra-aortic balloon pump (iabp) loop leakage error during startup detection. There was no patient involvement.